Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2026. On (B)(6) 2026, the cgm was displaying 14.0 mmol/l, and the pump administered insulin based off of that value. According to the patient this caused a hypoglycemic event and the patient experienced loss of consciousness, a seizure, and was foaming out of her mouth. Her mother called the paramedics. The patient did not know if any treatment or medication was given to her before the paramedics came. The paramedics arrived at about 12:00 pm and they took a fingerstick the blood glucose reading was 2.0 mmol/l. The patient was treated with intravenous glucose and the patient regained consciousness. The paramedics continued to monitor her glucose until her blood glucose reading reached 4.0 mmol/l. They offered to take the patient to the hospital, but she declined. At the time of the report, the patient was stable and the cgm reading was 8.6 mmol/l. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information has been provided.

Manufacturer narrative:
(B)(4). D4: serial number - additional information h2: additional information.